Event description:
It was reported that an unknown alert appeared on pump screen instructing customer to change cartridge. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge, resumed insulin delivery, and technical support planned follow-up to verify alert details when customer had pump available.